Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was the bearing housing and field assembly due to the hall sensor failing during use. The bearing housing and field assembly was replaced along with the nose cone and other components as part of preventive maintenance.

Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device.